Manufacturer narrative:
(B)(4).) Application support manager (asm) spoke with surgeon and he reported that he already adjusted his nomogram starting on (B)(6) 20-14. On 8/20/2014 field service specialist (fse) visited site and as per customer request to check the plastic calibrations, especially the flat. All calibrations look good except the flat. Flat was reading -0.30 to -0.35. Fse made an adjustment for the flat and brought it back into specification, -0.125. On september 24 & 25 2014 asm visited site to collect data for enhancements treated from (B)(6) of 2014 and enter into spreadsheet. Looked at calibration plastics and plastics log to find the technicians enter -4.00 for all sphere calibrations and plano for all flat calibrations. I found flat to be -.25 and very blurry. Calibrated the system and is within amo specs. Checked the centers plastics for three dates from when original treatments were done and patients were later enhanced. Found sphere to be -4.00 and flat was too blurry to read. Technician entered plano for flat. Also environmental conditions were discussed with the account as low humidity (17-19%) was recorded during the time of some of the enhancements. Asm also was aware that surgeon does off label treatments over iol's and post lensx arcuate incisions to patients. Surgeon does not use iris registration because technicians say it takes too long for him to capture. On 10/27/2015 fse visited site again to check the flat. He found that flat had an orange peel which made it hard to read in the lensometer. Fse replaced optics, m2 and l2. Laser system is operating to amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Initially the manufacturing date was not provided as the information was stored at an off-site location. Manufacturing date is 2/28/1998. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported increase in patient re-treatments recently. On 10/25/2014 account reported to application support manager that patient had surgery on (B)(6) 2014. At 3 months patient had more than 2 diopters of under correction at the point of refractive stability in left eye and was enhanced on (B)(6) 2014. Patient pre-op manifest was: 9.00 -1.00 19 visual acuity 20/20. 8.50 -1.25 165 visual acuity 20/20. Pre-op cyclo: 8.75 -1.00 19 visual acuity 20/20. 8.25 -1.75 165 visual acuity 20/20. Wavescan: 8.68 -1.23 21 6 pupil rx calc. 7.84 -1.63 163 6 pupil rx calc. Desired correction: 8.68 -1.23 21 -0.75. 7.84 -1.63 163 -0.75. Adj correction: 9.43 -1.23 21. 8.59 -1.63 163. At one 1 month post treatment: 0.50 0.00 scva 20/20. 1.50 0.00 scva 20/20. 3 month post treatment: right eye - no info. 2.00 0.00 scva 20/20.